Event description:
It was reported by the surgeon that post op a adjustable gastric band procedure, a patient who completed the clinical study in 2008, developed a concentric pouch enlargement, persistent obstructive symptoms - gastric reflux and intolerence to solid foods. The surgeon feels it is clinically indicated to have the band removed. Attempts are being conducted to gather additional information.

Manufacturer narrative:
Date sent: 11/10/2009device was not returned for evaluation. Device remains implanted.